Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no reported injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.